Manufacturer narrative:
Batch review performed on 19 jun 2019: lot 180818: (B)(4) items manufactured and released on 04-"lug"-2018. Expiration date: 2023-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 5 months from the primary due to pain caused by subsided stem. The surgeon revised the stem, ball head and liner and the surgery was completed successfully.